Event description:
A 16 ga x 1.88 angiocath was leaking at the site. Upon removing the catheter sheath remained in the antecubital area. Catheter portion retrieved via surgery without further complications to the pt.